Event description:
Medtronic received information that during use of a cardioblate lp bipolar device in a cardiac surgery for atrial fibrillation, it was reported that when the bipolar forceps was used to achieve the top and bottom lines of the left atrium, a high impedance alarm occurred at high frequency. The saline perfusion situation was not good. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the specific number of times the high impedance alarm occurred was not recorded, but the high-frequency alarm made the operation impossible. There was saline present at the ablation sight when the high impedance occurred. The operator was experienced with use of the device. The customer was attempting to ablate the upper and lower cavities of the right atrium, left and right veins and atrial appendage. Medtronic received additional information that 0.9% saline was used. A pre-test was completed. The pre-test was successful. The customer stated that they verified the presence of saline flow to the device (verification of saline flow to jaws/electrodes). The device had been removed from the packaging for no more than 1 hour prior to use.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.